Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced fungal peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for an unreported indication. The following day while hospitalized the patient was diagnosed with peritonitis. On an unreported date, the patient began treatment with intraperitoneal (ip) injection of vancotroy 2 grams stat dose and ip gentamicin 20 milligrams, once daily for fourteen days for fungal peritonitis. At the time of this report the patient was recovered from this peritonitis event. The action taken with dianeal therapy was not reported. No additional information is available.